Event description:
The customer reported her blood glucose reached 400 mg/dl less than 24 hours after the pod was activated and she noticed the cannula did not insert correctly into the infusion site.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Qualification records were reviewed and the product lot met all acceptance criteria.